Event description:
It has been reported that a patient has been treated 5.5cm off the planned position.

Manufacturer narrative:
The problem was reproduced. The patient is setup for treatment delivery and cbct imaging is performed prior to treatment wherein couch centering is activated because the target is > 5 cm from mid-line. The user cancels the patient repositioning process; ignores the system messaging indicating that they must restore the couch before continuing with treatment; closes the patient's plan; reopens the patient's plan; assumes that the patient is at the correct spot without performing any more imaging; and, treats at the couch centered position as opposed to the isocentric / image match with couch restored position. A misadministration occurred leading to under dosage of target volume. A lower target dose than intended can lead to loss of tumor control and disease progression. The large tolerance set by the user, (50 cm), removed one method of detecting the incorrect treatment position. No additional follow-up to the MDR is expected. (B)(4).